Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. If any additional relevant information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, 19:58:23. During night drain cycle three, the patient's ultrafiltration reading was 1773ml, indicating the home patient (hp) drained 1773ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.